Manufacturer narrative:
The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient experienced an eye injury while in europe and was diagnosed with a corneal ulcer of the right (od) eye. The patient sought further medical treatment from her eye care provider upon returning to the united states. She was diagnosed with an infectious central corneal ulcer 2-3mm in size and prescribed maxitrol. The eye care provider indicates that medical intervention and medical treatment were required for the treatment of microbial keratitis (infectious corneal ulcer) and that the patient will be left with a central corneal opacity. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to the use of medical intervention and/or medication to prevent or preclude a permanent injury or illness, the anticipated permanent injury and unknown resolution.